Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation became torn and rolled up on the jaws during a laparoscopic gastric bypass. No material fell into the patient cavity. The surgeon stopped using the device and opened another one to complete the procedure. There was no patient injury. The device was returned and initial inspection discovered that the webbing was protruding from the hinge.